Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial undersensed beat during atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.